Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter experienced device damage while still considered operable. The following information was provided by the initial reporter: catheter broken.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 12-oct-2022. H6: investigation summary: our quality engineer inspected the sample and photograph submitted for evaluation. Bd received one unsealed 22ga x 1.00in. Insyte autoguard unit and one photo for the evaluation. The provided photo displays a catheter that is piercing the catheter from the base. The needle is exposed, and the cap cannot be seen. A visual inspection of the returned unit confirmed the photo sample of the needle through the base of the catheter adapter. The returned unit show media in the flash back chamber indicating sign of use. This damage was also observed through microscopic evaluation. The reported issue was confirmed. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. During manufacturing a spear through may be due to misalignment of the set together station, bent tubing, or air blow inconsistency. Sampling and vision systems are in place to mitigate the occurrence of this defect. As the device was used, we can conclude that the needle did feed/sit correctly into the catheter, or the clinician would be unable to place the catheter tubing in the vein. During use a spear through may occur by moving the needle back into the catheter tubing during threading or removing the needle. Although a spear through at the nose of the adapter is typically manufacturing related, the returned unit has signs of use on the device. The root cause of the spear through observed on this unit cannot be determined with certainty as the severity of this damage before use would have render the device unusable. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter experienced device damage while still considered operable. The following information was provided by the initial reporter: catheter broken.